Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the infection was unknown, but the patient was (B)(4) positive the steps taken was an explant of the entire system and hospitalization with a course of prolonged antibiotics. The issue is not resolved as the treatment is ongoing. No further complications were reported or anticipated. .

Manufacturer narrative:
Marked other for infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies) and spinal pain. It was reported that the hcp called the rep and said the patient "showed up on his doorstep" and was infected. The rep noted that the patient had a recent scs placement. The rep said that the hcp did not provide the area of infection, date or symptoms. No device issues were reported. No further complications were reported/anticipated.